Event description:
Dignishield attempted to be used per orders on a patient. The balloon did not go completely flat despite all attempts to get the air out. Therefore, nurse was not able to insert into patient.